Event description:
Customer reported via phone, he was changing his battery and when he attempted to change his set the device alarmed new software release detected. Customer's blood glucose was 168 mg/dl. Customer stated it was the second time the device alarmed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had a constant alarm due to a problem isolated to the mother board. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches and cracks on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.